Event description:
It was reported that a small volume folfusor leaked in its overpouch after being filled. The reporter stated that the leak was most likely coming from the distal end of the tubing; the standard blue wing cap was not used. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 23, 2014 ¿ february 24, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.